Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that seven months and twenty-five days following the implant of this transcatheter pulmonary bioprosthetic valve, a second valve was implanted valve-in-valve for an unknown reason. No additional adverse patient effects were reported.